Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: surgical endoscopy https://doi.org/10.1007/s00464-020-08107-0.

Event description:
Title: a nomogram illustrating the probability of anastomotic leakage following cervical esophagogastrostomy. A retrospective single-centre study in 412 consecutive patients who had cervical esophagogastrostomy following esophagectomy between 1/2004 and 12/2018. The tubulated stomach was created using the stapler device, the width of the gastric conduit was determined with five centimetres in order to prevent postoperative broadening of the conduit. The staple line was oversewn using interrupted absorbable, monofilic 4/0 polydioxanone sutures (pds®; ethicon). For manual anastomotic suturing, a double-layer posterior and a single-layer anterior wall technique using interrupted monofilic absorbable 4/0 polydioxanone sutures (pds®; ethicon). Reported complications included anastomotic dehiscence (n=76), in conclusion by using the nomogram as a supportive measure in the perioperative management, the patient¿s individual probability of developing an anastomotic leak could be quantified which may help to take preventive measures improving the outcome.